Manufacturer narrative:
Initial reporter phone no.: (B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, pictures of the sample were provided for evaluation. The visual inspection observed that the cone of the effluent male luer lock (mll) was broken. The reported condition was verified. The cause was design related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, shortly after starting treatment, one unit of prismaflex st100 had the effluent tube luer connector damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.